Event description:
It was reported that the patient was admitted for pneumonia and end-stage renal disease. An abnormal scan prompted the cardiac catheterization which revealed multi-vessel coronary disease. The right femoral arteriotomy was closed with an angio-seal. The patient lost pulses in the right foot and doppler revealed no signal. A duplex ultrasound revealed an occluded right femoral artery. The patient was taken to surgery; however pulses returned and the surgery was cancelled. The patient was felt to have a spasm and was placed on heparin therapy (dose unknown) overnight. The following morning the patient lost pulses in the right foot again. The patient underwent surgical exploration and a dissection of the common femoral artery extending down the superficial femoral artery was found. A hematoma was present underneath the dissection. The dissection continued up under the inguinal ligament. The dissection was repaired and the artery was closed. Foot pulses were restored and the patient tolerated the procedure well.

Manufacturer narrative:
No product was returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided. The cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.